Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. The product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urological surgeon performed flexible ureteroscopic lithotripsy for left kidney stones in the operating room on (B)(6) 2021. The patient was placed with a disposable sterile catheter before surgery and the operation went smoothly. On (B)(6) 2021 the nurse pulled out the catheter in accordance with the doctors advice. When the catheter was pulled out the nurse found that the catheter balloon was unable to deflate so the catheter could not be pulled out normally. The nurse explained and communicated with the patient cut the catheter and the stump of the catheter left in the body for a period of time. It was noted that the lubricating oil paraffin oil was used and the balloon was injected with normal saline the injection volume was 10 ml and the balloon volume was 30 ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2021, the urological surgeon performed flexible ureteroscopic lithotripsy for left kidney stones in the operating room. The patient was placed with a disposable sterile catheter before surgery, and the operation went smoothly. On (B)(6) 2021, the nurse pulled out the catheter in accordance with the doctor's advice. When the catheter was pulled out, the nurse found that the catheter balloon could not deflate, so the catheter could not be pulled out normally. The nurse explained and communicated with the patient, cut the catheter, and let the stump of the catheter stay in the body for a period of time. It was noted that the lubricating oil used was paraffin oil, the balloon was injected with normal saline, the injection volume is 10ml, and the balloon volume is 30ml.